Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the conversation between the customer care advocate (cca) and the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that on the evening of the day before, she obtained blood glucose readings of "559, 374, and 427 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The patient also reported obtaining a blood glucose reading of "450 mg/dl" with her spouse's meter (brand unknown) just after obtaining the result of "374 mg/dl." The patient claimed as a result of the alleged inaccuracy she took 10 units of humalog (based on a correction factor) at 10pm that evening. Approx one hour later, the patient stated she began to feel shaky, confused, and lightheaded adn developed a headache. It is unknown if the patient received medical treatment for the symptoms. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained inaccurate readings on the subject meter, administered treatment baed on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.